Event description:
It was reported the right ventricular (rv) lead had multiple oversensing episodes, high impedance and an apparent fracture. During the rv lead revision procedure, the right atrial (ra) lead was dislodged. It was noted that there was no issues with the ra lead prior to the accidental dislodgement. The rv lead was capped and was replaced. The ra lead was removed and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and there was apparent explant damage.